Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Visual inspection of lens revealed a diagonal tear throughout the optic. Also, a partial portion of the optic and the entire adjacent trailing haptic plate are missing. The condition of the returned lens is consistent with an explanted lens. Due to the damage, no measurements could be performed for the returned lens. However, one retain sample from lot# 019145 was inspected dimensionally and all measurements were within specifications. Dimensional measurements were unable to be performed due to the torn condition of the lens.

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the left eye. Approx 1 month postoperatively, the lens vaulted in a z-configuration and the lens was subsequently explanted and replaced with another iol.